Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/07/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the front enclosure and top cover were found to be damaged. Functional testing with a large resuscitation test fixture (equivalent to 250 pound patient) was performed for 30 minutes and no faults or other issues were observed. A review of the archive was performed which confirmed the reported user advisory 41 (patient temperature sensor failure) occurring on the reported event date of (B)(6) 2014. A definitive cause could not be determined, however the patient temperature sensor was replaced as a precaution to address the ua 41. Based on the investigation, the part(s) identified for replacement were the top cover, front enclosure, and patient temperature sensor. In summary, the reported complaint that the platform displayed a ua 41 was confirmed through archive review. A definitive cause could not be determined, however the patient temperature sensor was replaced as a precaution to address the ua 41. Following service, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. There was no report of any patient involvement. No further details were provided.